Manufacturer narrative:
(B)(4). Insulin pump was received with missing reservoir retainer. The p-cap does not lock properly into place. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by the medtronic indicated that the insulin pump had broken reservoir lip ring. The ring was coming out occasionally. Customer stated that the insulin pump had cosmetic damaged. Customer reported that the reservoir was not able to lock in place. Customer was in the hospital but it was not related to diabetes. The insulin pump will be returned for analysis.